Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer technical support called the patient for further information. However, the patient was unable to complete troubleshooting as the pump was already sent to animas for evaluation. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7-feb-2018 with the following findings: during the investigation, a review of the pump history showed the last basal delivery was on (B)(6) 2018. The last bolus delivery was a 2.90 unit ezbg normal bolus on (B)(6) 2018 at 23:05. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of the testing the basal history correctly showed 2.0 units and a total daily dosage (ttd) of 48.0 units. The tdd¿s add up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. No errors or delivery interruptions occurred during the testing. Investigators were unable to duplicate the original complaint of inaccurate delivery.